Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient's mother reported that they did a dosage increase with no decrease in spasticity and less than 50% therapy relief. The catheter was then accessed with the conclusion that it was occluded at the distal end. The catheter tip was found to be covered by apparent scar tissue. There were no volume discrepancies in the pump. The catheter was replaced on (B)(6) 2014, and no segments were left in the intrathecal space. The doctor reportedly performed a bolus of the pump segment when he cut off the spinal segment and observed good flow. The patient was taking oral baclofen. The patient's pump was intended to infuse lioresal. Additional information was requested to determine the patient outcome.